Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Device evaluation summary: the product was returned to the mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implants smooth breast implant was found to have a tear on the posterior view measuring approximately 0.2 cm. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture found was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Event description:
Two unknown mentor smooth saline breast prostheses were received by the mentor failure analysis lab on (B)(6) 2024, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2024, the product investigation determined that the breast prosthesis had a tear on the posterior view measuring approximately 1.3 cm. This will be conservatively reported to FDA. This medwatch form is for the right breast prosthesis.